Manufacturer narrative:
(B)(4). The retractor, component number (B)(4), is contained within the cardinal health custom pack catalog number (B)(4). At the time of this report no sample was received by cardinal health. Cardinal health forwarded the complaint to the manufacturer of the retractor for investigation and corrective action. Although the nature and origin of the residue are not confirmed, the manufacturer implemented corrective actions that include improvement of the ultrasonic cleaning process, implementation of 100% visual inspection after the ultrasonic cleaning process, and training production and quality employees on the additional manufacturing and inspection requirements. We will continue to monitor for any similar reports.

Event description:
Customer states that the scrubber noticed that his gloves had some sort of residue that had been transferred after handling the (B)(4) retractor.